Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on the device and no additional complaints have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had gastrointestinal (gi) bleeding and was admitted on (B)(6) 2017. The patient was on the anticoagulant warfarin at the time of the event. An esophagogastroduodenoscopy (egd) found essile nodual with stigmata of recent bleeding in the cardia. For hemostasis, the oozing gastric nodule was treated with two hemostatic clips and epinephrine injection. Also, one non-bleeding gastric polyp was observed. Bleeding had stopped at the end of the procedure. The patient received unspecified blood transfusion. The patient had no further melena and hemoglobin was stable. The event resolved on (B)(6) 2017.